Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and barbed suture was used. The fixation feature was found broken when it was opened for surgery. Changed another one to complete surgery. There is no report on patient's injury. No additional information was provided.

Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name irgacare® active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength 2360 g/m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary. After visual inspection of the received image, it was possible to observe the fixation tab was broken on one side. As with any device, care must be taken not to damage the thread when handling it. Avoid crushing or crimping action of surgical instruments, such as needle holders and forceps. To seat the locking tab; pull the device through the tissue to gently seat the locking tab against the tissue. The locking tab must sit in the plane of the tissue and be visible. Do not exert additional force on the locking tab. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring of complaint information for potential safety signals is carried out through complaint trends as part of post-market surveillance.